Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim: I received a call from a nurse in the systemic therapy suite reporting a potential issue with a primary pump tubing line. Date of occurrence: (B)(6) 2024. Issue: fluid pulled from primary line instead of from the secondary medication fluid bag/line. Details of event: primary line of 500 ml n/s, lowered on two hangers to prepare for infusion of secondary medication secondary line, connected with a phaseal into primary line, above the pump chamber. Secondary medication dacarbazine (cytotoxic med) in 500 ml bag ns to infuse over 1 hour primary lowered and secondary medication hung, pump settings confirmed to infuse over 1 hour, (med added to 500 ml bag so infusion rate at (B)(4).) Initially observed drips from secondary line indicating that the medication was infusing. 8 minutes into infusion, noted that air in line, primary 500 ml bag of n/s and pump tubing line dry (air in line below pump chamber) secondary medication bag of dacarbazine appeared full. Rn replaced primary fluid line with new 500 ml ns bag and pump tubing and used phaseal to safely disconnect the secondary medication to infuse in new line set up no further issues encountered ¿ infusion administered correctly on the same pump ¿ no other issues found. Rn kept the initial primary pump tubing with attached (dry bag) 500 ml bag of n/s. Potential that there may be residual cytotoxic drug in line.

Manufacturer narrative:
Investigation results: it was reported that fluid pulled from primary line instead of from the secondary line. One sample possibly model number 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A cut off syringe was attached to each of the smartsites and a fluid path was visible. The returned set was primed with water and attached to a bd secondary set while the primary set was lowered onto a hanger. The sets were allowed to flow and the set-up was pulling from the secondary set. The customer complaint was not replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional info: 1. What was the impact to the patient? Delayed chair time, had to replace primary line, reconnected chemo safely with cstd. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.